Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product code: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in netherlands as follows: it was reported that during a variable angle (va) condylar plate with ria graft (ria2) procedure after inserting k-wire, drilling, inserting reaming rod, surgeon measured a 13.5 reamer head, but started with a 12 mm reamer head, however the reamer head broke. Surgeon chanced the dive shaft and took another 12 mm reamer head. The surgeon had a lot of difficulty to make a route in the femur shaft, although the femur shaft was wide enough. This reamer head also broke. Surgeon then took a 10 mm reamer head, but then the drive shaft broke. Surgeon stopped the procedure. Surgeon was not able to remove enough graft and didn¿t make it through the istmus. There was a surgical delay of thirty minutes due to the reported event. This report is for one (1) 12.0mm reamer head for ria 2 sterile. This is report 4 of 4 for complaint (B)(4).